Event description:
The complainant reported a patient in cardiogenic shock from acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and the next day after start of the impella mcs, slight oozing at the impella cp insertion site was noted. The patient required lysis, and a pressure bandage was placed at the site to manage the condition. The patient's outcome about resolution was indicated as unknown. However, latest update noted two days later, the patient was awake and well oriented. The patient was in the weaning process with an explant planned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.